Event description:
It was reported on (B)(6) 2024 that, "a six-year-old child's PICC line got dislodged inside the heart. Date of incident couldn't be recalled by the customer. Cathlab procedure to retrieve the PICC. Discovered by the staff when they have opened the dressing. Patients treatment interrupted. Patient is safe, no additional harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.